Manufacturer narrative:
Mfg site eval: samples received: 22 unopened pouches and one needle, no thread. There are no previous complaint of this code/batch. (B)(4). All closed samples are tight. Tested the needle attachment of the samples received and the results fulfil the requirements of the OEM. Reviewed the batch mfg record, this product had a normal process and the results during the process fulfil OEM requirements. Remarks: the complaint is justified for isolated detached needle, but the conclusion is not corresponding according to the results of the samples tested. Final conclusion: the complaint is not corresponding (not justified). Actions on product: not applicable. Corrective/preventive actions: not applicable.

Event description:
Country of complaint: (B)(6). Needle and thread detachment during orthopedic procedures. It often happens when trying to take the suture out of the envelope. Needle comes out but thread remains in package.